Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had experienced intermittent shocking at their implantable neurostimulator (ins) site. The patient reported that the shocking occurs when they stretch. The caller also added that they had gained weight after their surgery because they were laying around more often, they also mentioned that they needed to sleep on their left side. Follow-up for additional information has been initiated. Any further information received will be added to report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.